Event description:
It was reported that the patient was experiencing stimulation in the right rib or groin and was not getting adequate stimulation despite reprogramming. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively. Explanted ipg will not be returned.